Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to the issue. The customer declined to answer whether the malfunction affected their blood glucose levels. Corrective actions included the decision by customer technical support to replace the pump. The customer was informed that a new pump with updated software would be sent and acknowledged the need to program the new device with their settings and connect their cgm. The customer was instructed on returning the faulty pump to avoid charges and understood the procedures explained by support.